Event description:
A 68-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient reported to novocure that she was experiencing significant scalp itching during optune gio therapy use, which led to a temporary discontinuation of therapy from (B)(6) 2025. According to the patient, an unspecified oral steroid was prescribed by the treating physician, resulting in an improvement of the condition. The prescribing physician has been contacted for additional information; however, no response has been received.

Manufacturer narrative:
Novocure's medical opinion is that a contribution of the transducer arrays to the skin inflammation/irritation that required medical intervention cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).